Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. The access site at the common femoral artery was moderately calcified. No additional information was provided.

Manufacturer narrative:
The additional two proglide devices are being filed under separate medwatch report numbers. Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with three proglide devices, using the pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was present when the plunger was removed on three proglide devices. The sutures of two additional proglide devices were successfully preplaced using the per-close technique the aaa procedure was completed and hemostasis with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.